Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) channel. The noise was oversensed and led to inappropriate mode switching. Boston scientific technical services (ts) reviewed information from the device and discussed that the noise may be related to the minute ventilation signal. Additionally, one high, but not out of range, impedance measurement was observed. Ts recommended programming the minute ventilation signal off and performing further testing. Further testing was performed with no abnormal findings and therefore the physician has elected to continue monitoring the system. The ra lead is a competitor product. This crt-d remains in service. No adverse patient effects were reported.